Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient, the device was discharged at 200 joules and the clinician saw sparks from underneath the attached electrode pads. Complainant indicated that the patient received burn marks.